Event description:
Customer reported about a problem with the adapter and transfer guide tube set. It was experienced that transfer guide tubes do not hold in place inside the adapter against a specified force. The adapter and transfer guide tube facilitate the connection of any gynecological-type applicator for a specified diameter. As such it connects the independent applicator to an afterloader device. During the process of a brachytherapy treatment, the radiation source wire is traveling through the adapter/transfer guide tube/ applicator combination and allow the radioactive isotope to be positioned within the pt's tumor. A possibility was detected that the transfer guide tube slips from its position and therefore potentially leads to a mistreatment. There are no incident reported with the reported complaint.

Manufacturer narrative:
This report is based on info received from a third party or developed by varian medical systems. While the reported event is being investigated, some of the facts are as yet unverified. By submitting this report, the company is not admitting that the product identified has malfunction, is defective, or has caused or contributed to a serious injury or death. Info provided to this report is based on the assumption that the info currently available to true and accurate. The following eval codes were used: device evaluated with respect to operational environment. Labeling contains inadequate instructions for use/ maintenance. All corrective action will be reported under the guidelines of 21 cfr part 806. No add'l f/u of this MDR is expected.